Manufacturer narrative:
Analysis of the acc 9680159r treon psu (unknown lot/serial #) found no failure as both devices appeared to be unused, but the package had been opened for each one. Both psu¿s were found to be fully functional and passed accuracy tests. No problems were found. [P241744 manufacture date july 2004; p241969 manufacture date february 2005] product event summary #camera not working product analysis #(B)(4): mnav comment subject: workorder (B)(4). Mnav comment ID: (B)(4). Mnav comment: hardware: fail; failures: optical communication; summary: camera was not communication with computer.; resolved: yes. Mnav action/resolution: computer solved the issue. System ready to be used. Other relevant device(s) are: product ID: 960-147, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9680171, serial/lot #: (B)(4); product ID: 9680165, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 9680138, serial/lot #: (B)(4); product ID: 9730744r, serial/lot #: (B)(4); product ID: 9680159r, serial/lot #: p241744, p241969; product ID: 9733575, serial/lot #: (B)(4); product ID: 9733582, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Camera not working. Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the camera wasn't working. Additional information provided included the instruments were unable to be seen by the camera and the led's on the camera were observed to be off. No patient present.